Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this pacemaker possibly displayed premature battery depletion. During a follow-up check several months ago, the longevity was about 13 years remaining. During the most recent follow-up check, however, the longevity was around 7 years remaining. It was noted the cause for the decrease in longevity was not confirmed. Technical services reviewed device data, and it was noted the power consumption of the device has been steadily increasing, and the power consumption is expected to continue to increase. As a result, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 03:09 pm CT. The report number is being corrected from: 2124215-2018-62631to: 2124215-2018-60164.

Event description:
This supplemental report is being filed because the device was returned and analyzed.